Event description:
From staff: superior aspect of the postauricular area with well-defined ulceration measuring 1cm x 0.5 x 0.2cm. Wound base with thin adherent slough which does not obscure the depth of the wound. Red wound base can be visualized beneath slough. Base is not blanching. Peri-wound skin is slow to blanch. No drainage or odor. Area is painful for the patient. Patient wears oxygen chronically. Wound is consistent with a stage iii pressure injury related to medical device.